Event description:
Patient presented to dr. Office complaining of pain in her left hip for approximately three years. Patient had an elevated sed rate. Dr's initial thought was a cobalt chrome issue and planned a poly exchange with a ceramic head. The hip turned out to be infected so all implants were removed.

Manufacturer narrative:
An event regarding infection involving a trident psl ha cluster 52mm was reported. The event was confirmed. A material analysis review noted no indications of corrosion processes. No material or manufacturing defects were observed. A review of the provided medical records and material analysis review by a clinical consultant indicated, ¿the event description and material analysis report describe an infected left total hip arthroplasty with no evidence of faulty prosthetic materials or manufacturing.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot or sterile lot. A material analysis report concluded no indications of corrosion processes were observed. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
Patient presented to dr. Office complaining of pain in her left hip for approximately three years. Patient had an elevated sed rate. Dr's initial thought was a cobalt chrome issue and planned a poly exchange with a ceramic head. The hip turned out to be infected so all implants were removed.

Manufacturer narrative:
The following other hip devices were also listed in this report: c-taper cocr lfit head 36mm/+5; cat# 06-3605; lot# 13275001. Unknown poly x3 insert. Unknown secure-fit max partial stem. Unknown 6.5 cancellous screws. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.